Event description:
(B) (4) same case as MFR report #: 2134265-2010-01792. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure, the patient died. The index procedure treated the 98% stenosed, 5.5x15mm target lesion located in the left ostium internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 10x24mm carotid wallstent. Following post dilation with an unspecified device the residual stenosis was 10%. Approximately 10 minutes after the procedure, the subject developed expressive aphasia and right-sided weakness. He was unable to follow commands with his right side. A stat CT of the head was ordered that showed a large intracranial bleed. After a discussion with his family, he was made dnr. Comfort measures only were administered. The following day, the patient died. Per the death certificate, the cause of death was cerebral herniation due to the cause of intracerebral hemorrhage. Other significant conditions were cerebral infarction, carotid stenosis, atrial fibrillation, and hypertension. An autopsy was not performed. No follow-up (B) (6) stroke scales were performed. Per the physician, the event was listed as "possibly related" to the study devices.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)